Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6) 2013, the patient was placed under local anesthetic and the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the patient's skin was excised near the fixture/abutment site during the abutment exchange on (B)(6) 2013. Additionally, the patient received intravenous antibiotics (type and dosage not reported) on (B)(6) 2013. This report is filed on october 16, 2013. Implanted device remains.